Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of system error 322 through the history log, but could not reproduce it. The upper and lower auxiliary assemblies were failing, which are known contributors to system error 322. The failed upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/ set loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum infusion pump had an "error message on screen." During a baxter eval, review of the event history log found multiple occurrences of system error 322 alarms. Any pt involvement, injury or med intervention is unk.